Manufacturer narrative:
Block h6: medical device problem code a0501 for the reportable issue of tripwire detached. Block h10: investigation results: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The handle assembly did not have any visual issues and seemed that it was not been used. The trip wire was kinked in some locations close to the proximal section, and this likely occur during manipulation of the device while setting-up the device. The ligator head still had the shrink wrap not removed and one of the seven bands was moved a little. Additionally, the suture was cut with one section of the suture was attached to the distal trip wire loop while the other one was attached to the ligator head. Further analysis noted that the evidence of suture cut was to remove the device from the scope. This condition is not considered as an issue of the device. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Microscope examination was performed on the ligator head, and it was confirmed that one of the seven bands was slightly moved. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. Block h11: correction to h6 (component codes and evaluation result codes).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on march 10, 2021. Prior to the procedure, the wire that attaches the ligator to bander was not attached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device problem code a0501 for the reportable issue of tripwire detached. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned with the device. The handle assembly did not have any visual issues and seemed that it was not been used. The trip wire was kinked in some locations close to the proximal section, and this likely occur during manipulation of the device while setting-up the device. The ligator head still had the shrink wrap not removed and one of the seven bands was moved a little. Additionally, the suture was cut with one section of the suture was attached to the distal trip wire loop while the other one was attached to the ligator head. Further analysis noted that the evidence of suture cut was to remove the device from the scope. This condition is not considered as an issue of the device. Functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. Microscope examination was performed on the ligator head, and it was confirmed that one of the seven bands was slightly moved. No other issues with the device were noted. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2021. Prior to the procedure, the wire that attaches the ligator to bander was not attached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2021. Prior to the procedure, the wire that attaches the ligator to bander was not attached. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.